Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 200 units of insulin and that the battery gauge was observed to be fluctuating. The customer reloaded the cartridge, but then reported that the insulin gauge was inaccurate. In addition, it was reported that during troubleshooting with tandem technical support, the customer observed air bubbles in the patient line. Reportedly, the customer was able to change pump supplies and resumed insulin delivery. The customer's blood glucose level ranged from 85-407 mg/dl.